Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl and nausea. Low bg cause was not known. Customer received assistance from roommate to obtain carbohydrates. Customer "drank orange juice and ate a piece of bread with cream cheese" to address bg. Additionally, it was reported that the pump touchscreen was unresponsive. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.